Event description:
It was reported that (6) devices were used during an unk procedure. It was reported by the affiliate that the 512hn gaskets were torn. There was no consequence to the pt. This is part of six other devices collected by the hospital .